Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the outlet flowpath thermistor. The outlet flowpath thermistor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the outlet flowpath thermistor failing was due to a short.